Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her one touch verio iq meter was displaying an error (unknown) message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged issue began on (B)(6) 2013, at 10:00 a. M. The patient reported, at an unspecified time before the alleged issue occurred, she began to feel ¿lightheaded and felt off¿. She self-treated with food and/or drink in response to the symptom. The patient manages her diabetes with insulin. When the alleged issue occurred, the patient mentioned she took her usual dose of medication (januvia, 20 units in the morning, 22-24 units at night) in response to the reported issue. The patient mentioned, sometime in between (B)(6) 2013, she retested on another device (prime relion). The cca was unable to confirm the blood glucose result obtained from the other device but the patient stated it was ¿running high¿. During troubleshooting, the cca confirmed that the patient did not have any control solution at the time to test the subject meter and test strips. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.